Event description:
It was reported to boston scientific in 2006, that a therapeutic ablation of the liver was being performed using a leveen needle electrode. The needle was percutaneously advanced to the liver and two successful attempts at ablation was performed. Upon completion of the therapy, the array was retracted and the needle was pulled out. The physician noticed upon removal of the device that the array was still deployed. The pt did not experience discomfort or bleeding. A follow-up CT scan was performed in which no problem's were found. The pt's health condition remains stable.

Manufacturer narrative:
Boston scientific received one leveen needle electrode, in a biohazard bag on 11/15/06. The most probable root cause suggests that during mfg the flared end of the cannula was not seated in the groove for the flare in the handle body. Since the flared end of the cannula was not seated properly, the handle body was allowed to move distally. A corrective action has been opened to address the cannula detachment issues. A lot history search was performed revealing no other complaints toward this lot. A review of the device history record showed no anomalies. The boston scientific quality and mfg engineering departments have been notified of this incident through the complaint review process. Boston scientific corp will continue to monitor for trends and future complaints of this nature for this product. This medwatch report was initiated upon the receipt and review of the device eval and investigation report, at which time it was determined that the reported malfunction is a reportable event.